Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6) failed to initiate compressions without displaying any alert(s) was confirmed in the archive data but was not reproduced during functional testing. Review of the archive data revealed no errors or hardware faults; however, it showed that compressions were applied to a very small object with a target depth of 0.77 inches. This issue may also occur if the band is twisted or bound. Additionally, if the sizing process fails, the band will retract to its home position without triggering any warning alerts. The autopulse nxt platform passed preliminary functional testing without any faults or errors. The nxt platform was further tested with a medium zoll torso fixture (mztf) until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. Following service, the nxt platform passed final testing without issues.

Event description:
Training session # 1 the customer conducted staff training on the autopulse nxt platform (sn (B)(6) using a CPR manikin. During the session, when the start/stop button was pressed to pause and then resume compressions, the platform began retracting the band but did not restart compressions. The customer reported that no alert was displayed. This issue occurred in two consecutive training sessions on separate days. To troubleshoot, the customer power-cycled the device and replaced the battery. This temporarily fixed the problem; however, it recurs each time compressions are paused and resumed. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.